Event description:
Event description boston scientific received information that this right ventricular lead was crushed and had sustained damage. Therefore, the lead was removed from service and replaced.